Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels ranging from 40-181 mg/dl. Reportedly, customer experienced intermittent hypoglycemic seizures. Customer alleged that the control iq software did not accurately adjust or suspend insulin therapy when the customer was trending low. Review of the pump logs by tandem technical support verified the control iq software functioned as intended. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.